Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed an infection around the implant site and was treated with anti-biotics (date and type not reported); however the issue did not resolve. The device was explanted on (B)(6) 2016. It is unknown if there are plans to reimplant the patient with a new device.